Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving inadequate stimulation. An impedance check revealed high impedance. X-rays were taken and revealed lead migration. Even though reprogramming was able to provide adequate stimulation, the patient will undergo surgical intervention.